Event description:
The user reported that the device has moved from it's original position which she realized due to the position of her glasses. The user further reported that she is now experiencing 3 types of tinnitus. However it was reported that the user already had tinnitus on the implanted side prior and worsened in april after implant migration. Reportedly, the tinnitus is present with and without the audio processor.

Manufacturer narrative:
Additional information: based on the information from the field, the implant has shifted from its original position. Additionally, one of the channels is located outside the cochlea and has been deactivated. Moreover, the recipient is reportedly experiencing increased tinnitus since the device shifted, a condition that was present before the implantation and persists even when the external device is not worn. No details on potential next steps have been provided.

Event description:
The user reported that the device has moved from it's original position which she realized due to the position of her glasses. The user further reported that she is now experiencing 3 types of tinnitus.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.